Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not activating monitor) was confirmed. Upon evaluation, the rear response button was defective and was not functioning. The root cause of the cut cable cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor.